Manufacturer narrative:
Based on the results of the investigation, there was leakage and physical stress present; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the cysto-nephro fiberscope had corrosion on the light guide lens and stickiness on the grip and connecting tube protector. There was no patient involvement.